Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 through (B)(6) 2020 with blood glucose of 530 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and flushing with fluids, no insulin given and blood glucose was normal again when she left the hospital. The customer stated that there was cracked around the battery cap area, and also at the upper right corner of the screen. Troubleshooting was performed for high blood glucose and diabetic ketoacidosis. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.